Event description:
It was reported to boston scientific corporation that a rotatable snare was to be used during a polypectomy procedure performed on (B) (6) 2009. According to the complainant, during preparation, the cable connector broke off from the device handle while detaching the generator cable. The procedure was completed with another rotatable snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)